Event description:
Pt underwent aortic valve replacement for congenital aortic stenosis/insufficiency 3/19/97 at another institution. He developed post-op cardiogenic shock necessitating ECMO and placement of an intra aortic balloon pump and ventricular assist device. In view of the pt's markedly compromised myocardial function, he was transferred here as a potential heart transplant candidate. Pt received multiple cmv negative blood products with bedside leukoreduction filters. Two prbc transfusions caused hypotensive reactions. 3/29 5 minutes after starting the transfusion bp dropped from 98/40 to 70/32. Pt remained afebrile with no significant change in his temperature. 3/31/97 10-15 minutes after starting the transfusion, systolic bp dropped from 100 to 50-60 after infusing approx 150ml. The pt's temperature remained non-elevated.